Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Cartridge leaking issue- there was no used cartridge returned for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display was delayed in responding to presses. In addition, it was reported that the customer has experienced leaking cartridges. Customer was able to successfully load a new cartridge. Customer's blood glucose level was high 200 mg/dl range. Customer delivered a correction bolus to stabilize blood glucose levels. Customer stated they have back up insulin pens for continued insulin therapy.